Manufacturer narrative:
Block a2: age at time of event: it was reported that the patient was over 18 years old. Block a4 weight: the patient's weight is 70 to 79 kilograms. Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the stent shaft was detached. It was also observed that some side port holes were stretch out and their suture hole torn until the tip. Their respective positioner and suture did not return. Functional analysis uses a mandrel of 0,039 and pass through stent without resistance. No other problem with the device were noted. The reported event was confirmed. Based on the most relevant information, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Additionally, the bladder coil was found kinked, and their side port holes stretched and one torn. Most likely these failures could be generated during the preparation when the stent was loaded into the guide wire, probably some excess of force applied over the device such as the handling or operational factors caused the failure. Therefore, based in all compiled information on this investigation determines that the most probable cause is failure to follow instructions. Since problem is traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the right ureter performed on (B)(6) 2023. During preparation, upon removing the suture, the stent shaft was detached. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that the stent shaft was broken.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the right ureter performed on (B)(6), 2023. During preparation, upon removing the suture, the stent shaft was detached. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that the stent shaft was broken.

Manufacturer narrative:
Age at time of event: it was reported that the patient was over 18 years old. Weight: the patient's weight is 70 to 79 kilograms. Imdrf device code a0401 captures the reportable event of stent shaft break.